Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system faults sf75 and sf218. Performance testing could not reproduce the device faults. The evaluation found no fault with the device. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf75 and sf218). The device was not in use when the fault occurred; therefore, there was no patient involvement.